Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there is poor sleeve function and blood leakage of sample occurs. The following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection, the needle tip of the blood collection needle is exposed outside the rubber sleeve, resulting in blood leakage during blood collection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-23. H6: investigation summary: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve side piercing and sleeve leakage with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for sleeve side piercing and sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there is poor sleeve function and blood leakage of sample occurs. The following information was provided by the initial reporter, translated from chinese to english: during blood collection, the needle tip of the blood collection needle is exposed outside the rubber sleeve, resulting in blood leakage during blood collection.